Manufacturer narrative:
Pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Pump rewound properly during rewind sequence. No rewind anomaly noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had rewind anomaly. The customer¿s blood glucose was unknown at the time of the incident. It was reported that on the last 3-4 times the piston gets stuck, it doesn't go all the way down. Last blood glucose doesn't remember. Patient has to insert the reservoir so he can rewind again and then it works. This has been going on for at least 2 weeks, maybe a month. Patient stated there was an alarm a long time ago, and doesn't remember what it was about and had to rewind pump. Patient hasn't noticed unusual high or low blood glucose. The insulin pump will be returned for analysis.